Manufacturer narrative:
Results: as received, the leads and stylet did not have any physical anomalies that would contribute to the reported complaint. The complaint of "cannot implant product" could not be confirmed through product testing alone. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads with the same lot number. It was reported during a permanent procedure the physician inserted one lead, however, upon attempting to insert the second lead he experienced difficulty placing both leads in the correct location. The physician removed both leads in the correct location. The physician removed both leads and the procedure was abandoned. The physician stated the patient has scarring or fibrosis and will refer the patient for a surgical lead implant.